Event description:
Pump returned for analysis with comment of "rotor stall." Pump was replaced with a new pump. No add'l info provided. Despite add'l attempts to obtain info regarding the pt and the event no response has been rec'd from the hcp.